Event description:
It was reported that the patient experienced new and constant leg pain whether stimulation was on or off. The physician was unsure if the leg pain was related to the lead position; however, to rule out the issue, the patient underwent a procedure where the lead was replaced. The patient fully recovered postoperatively with no leg pain. The lead was not returned as it was discarded by the medical facility.